Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of enterocele and posterior vaginal repair and perineal body reconstruction. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urinary urgency, urinary frequency, nocturia, and urge incontinence.

Event description:
It was reported that following insertion the patient experienced dysuria, urinary urgency, urinary frequency, nocturia, and urge incontinence.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and an ams sparc were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.